Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a deep brain stimulation (dbs) faducialess reference frame case. It was reported that intra-operatively, the surgeon made burr holes, aligned to the target. The surgeon reported that the left burr hole was six millimeters off the plan and eleven millimeters off the plan for the right side burr hole. The surgeon was not able to get a response for tremor on the right side. The site took two spins with the imaging system, adjusted the burr hole slightly by taking the stimloc off and extending a portion of the hole and then re-applying the stimloc. They were able to get a tremor response. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
Known anomaly determination. Analysis found that the initial complaint was found to be a know software anomaly upon analysis. Ana lysis found that this issue was related to the software. If information is provided in the future, a supplemental report will be issued.